Manufacturer narrative:
The unit was programmed with multiple test boluses. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly noted. Then the unit was uploaded properly using carelink pro. Carelink pro listed all test data. No history anomaly was noted on carelink pro. The unit passed the displacement test, rewind test, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. The off no power alarm functions properly. No battery out limit alarm noted. The unit was unable to prime during prime test due to a faulty force sensor resistor (gold). The occlusion test and excessive no delivery test could not be performed due to the prime/fill anomaly. The following physical damage was also found: minor scratches on the display window, cracked reservoir tube, scratched reservoir tube window, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump consistently alarms with battery out limit. She also mentioned that the pump was not storing accurate data; it only held 7 days of data instead of the 45 to 90 days of data that it was supposed to hold. The customer's blood glucose at the time of incident was in the 300 mg/dl, but her readings went back down since her doctor increased her basal insulin dosage. Troubleshooting was initiated for the battery out limit. The customer confirmed that the alarm occurred after battery change and that the battery was out of the pump greater than the duration allowed by the pump. The customer was advised that was normal pump behavior. The insulin pump was returned for analysis due to the other issues, and a replacement device was shipped to the customer.